Manufacturer narrative:
Weight, ethnicity, race: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticmo13.2 implantable collamer lens, -11.00/+2.5/172 (sphere/cylinder/axis), within the same surgery due to low vaulting. The lens was replaced with another same model/length lens (lens implanted vertically) and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).